Event description:
This initial serious solicited device case from (B)(6) received on (B)(6) 2013 from a consumer via patient support program. The case involves a female patient (age not provided), who developed heart attack after receiving 6 ml of synvisc (device misuse). Past medical history, relevant concomitant medications, concurrent conditions, past drugs: not reported. On (B)(6) 2013, the patient received synvisc at a dose of 06 ml (route of administration, batch/ lot number and expiry date: unknown). A few days later in 2013, the patient had an angiogram and that the guide wire punctured a vessel resulting in a bleed into chest cavity. On (B)(6) 2013, as a result of the bleed, she had myocardial infarction/heart attack and was in hospital for several weeks. It was reported that the patient was not in a position to disclose medical history. Action taken: not applicable. Corrective treatment: unknown. Outcome for the event of myocardial infarction/heart attack: recovering/resolving. Pharmaceutical technical complaint (ptc) complaint was initiated with global ptc number of (B)(4) and conclusion was pending for the same. The reporter's overall causality for the case was not reported.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013: this case concerns a patient who had a heart attack requiring hospitalization after receiving synvisc. There is no pharmacological or biological plausibility to prove development of heart attack following a local injection of the suspect approximately 5 months ago; however, information regarding patient's cardiac history has been sought for complete medical assessment of the case.